Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Misaligned force sensor cable and intermittent connection noted. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 50 mg/dl. The customer treated low blood glucose with food and declined troubleshooting for it. It was unknown that auto mode was used or not. The customer also stated that, the insulin pump had critical pump error. The customer got an open book image on the display screen. The insulin pump will be returned for analysis.